Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit received with cracked case at display window corners.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll during bolus attempt. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.